Event description:
It was reported that in (B)(6) 2012, the patient underwent a procedure that included the removal of the implantable neurostimulator (ins) that was not providing pain relief. It was noted that the patient had a pump implanted. It was noted that ¿after the (B)(6) implant, and probably due to all the scaring and holes created by the removal of the ins and wires, the patient developed a wound that was infected with a deep infection penetration centered on the spine.¿ it was noted that a CT validation and other tests were performed and all the wounds were dressed and treated to heal. Refer to manufacturing report # 3004209178-2014-09679.

Manufacturer narrative:
Concomitant products: product ID 3708220, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type extension; product ID 37092, lot # 283350001, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type accessory; product ID 3888-33, lot # v744030, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3888-33, lot # v744030, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3888-33, lot # v744030, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3888-33, lot # v744030, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead. (B)(4).